Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had previously received inappropriate shocks. Review of the episodes noted a drop in morphology as well as an increase in shock impedance measurements. No shock impedances were out of range. No changes were made and the s-ICD remains implanted and in service. No adverse patient effects were reported.